Event description:
Information was received in july 2004 from a physician regarding a pt who experienced adhesions (considered to be severe in intensity) after receiving seprafilm. Treatment of the event was not provided. The relationship between the adverse event and seprafilm was considered possible, per the reporter. No further information was provided.